Event description:
Customer reported, the output dosage is high. No pt injury was reported.

Manufacturer narrative:
(B) (4) report. A ge representative evaluated the system and adjusted the output. System operates as intended.